Event description:
Sequential deviced used for prevention of blood clots malfunctioned during procedure. Unable to change it out because pt is draped and incision had been made. Tried changing machine and hoses and still unable to get it to work.